Event description:
Cement nozzle tab would not engage on cartridge. Scrub nurse used mallet to push tab over. No medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
H3 other text : product not available for return.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
Cement nozzle tab would not engage on cartridge. Scrub nurse used mallet to push tab over. No medical intervention, and no adverse consequences were reported.